Manufacturer narrative:
At this time no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in is per the customer's report of "before christmas." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the tip of the freestyle libre 2 sensor remained stuck in their arm. The customer experienced pain and had contact with a healthcare professional and had the sensor tip removed. No additional treatment was reported. There was no report of death or permanent injury associated with event.